Event description:
The report received from our affiliate indicated that during post-dilatation of an 8mm smart control stent in the iliac artery (left or right: unknown), the balloon ruptured at 10 atmospheres. Calcification was noted as severe, vessel tortuosity as mild, and the rate of stenosis was unknown. The balloon was withdrawn from the patient and another unknown balloon catheter was used to finish the procedure successfully. There was no report of any adverse consequences to the patient. As per the reporting affiliate, no additional patient or procedural information is available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the artery, the balloon was reported to have ruptured. The vessel was described as having severe calcification and mild tortuousity. The product was prepared and used as per the IFU. The product was advanced to the target lesion over the guidewire through the sheath introducer and was inflated using an indeflator. However, the balloon ruptured at 10 atmospheres. There was no reported patient injury. Manufacturing records for the lot involved, inclusing subassemblies, were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.